Manufacturer narrative:
Date of postoperative screw breakage is unknown. This report is for three (3) unknown 2.7 mm broken screws. It is unknown that 3 broken screws were locking or non locking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implant date: unknown. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of metatarsophalangeal joint (mtp) fusion plate and screws on (B)(6) 2017 due to nonunion of first mtp joint and broken hardware. The first mtp fusion plate, one 2.7 mm non-locking cortex screw and five 2.7 mm variable angle locking screws were originally implanted on an unknown date by another surgeon in california. Intra operatively, it was noted that in one of the plate holes, the 2.7 mm non-locking cortex screw was in the same combi hole as the 2.7 mm variable angle (va) locking screw. One mtp fusion plate, one 2.7 mm non-locking cortex screw and five 2.7 mm variable angle locking screws (all synthes implants) were explanted with exception of three screw shafts which were left in patient and only 3 screw heads were removed. It is unknown that 3 broken screws were locking or non locking screws. One plate, one 2.7 mm cortex non ¿ locking screw and five 2.7 mm va locking screws were implanted (all synthes implants). There was no delay in surgery and procedure was completed successfully and patient was reported as stable post operatively. Concomitant devices reported: 2.7 mm variable angle locking first mtp fusion plate (part # unknown, lot # unknown, quantity # 1), 2.7 mm non-locking cortex screw (part # unknown, lot # unknown, quantity # 1), 2.7 mm variable angle (va) locking screw (part # unknown, lot # unknown, quantity # unknown). This report is for three (3) unknown 2.7 mm broken screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that post-operative x-rays were taken on unknown date (not available for review) which confirmed nonunion of first mtp joint and broken hardware.